Event description:
On (B)(6) 2013, it was reported that the ok keypad button was sticking and intermittently unresponsive. It was also reported that the ok keypad button symbol was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the keypad symbols were worn. The keypad was peeling at the contrast button. All of the keypad buttons responded properly and none of the buttons were sticking. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, investigation revealed that the pump booted to the verify screen with a dim pink contrast. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.